Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal on the right atrial lead. Lead impedances were out of range measuring greater than 3000 ohms. Due to the high impedance measurements a lead safety switch was triggered. Surgical intervention was performed as this lead was explanted and replaced successfully. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This supplemental report is being filed to include a conclusion code update.